Manufacturer narrative:
H6 clinical code:4581 angle closure with elevated iop. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -14.50/2.0/114 (sphere/cylinder/axis) was implanted into the right eye (od) on (B)(6) 2024. Angle closure with elevated iop was reported. On (B)(6) 2024 the lens was explanted. A replacement lens of a shorter length and different power was implanted into the patient's eye at a later date and the problem was resolved. The cause was reported as device. .